Manufacturer narrative:
The lens was returned with solution dried on the lens. Both haptics are broken in the gusset area (not returned). Small scratches are observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (ol) implant procedure, the haptic broke. The surgeon needed to put in a stitch. Additional information has been requested.